Manufacturer narrative:
Quality control run daily on instrument and is within range. Customer has indicated that results in question are for patients undergoing chemotherapy. Siemens is unable to confirm findings.

Event description:
Customer reports urine specific gravity of 1.025 run on the clinitek advantus. Same sample run on a calibrated refractometer was 1.005 to 1.010. No unnecessary medical procedure was performed. No treatment was withheld as a result of this incident. There was no impact to patient health.